Event description:
It was reported that (B)(6) father encountered issues related to high altitude and cartridge errors. There was no adverse impact to the customer's blood glucose level. The customer opted not to pursue further troubleshooting after removing and reinserting the same cartridge.